Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their defibrillation tester would not recognize the defibrillation electrodes that were connected to their device. As a result, defibrillation therapy may have been unavailable or delayed, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The electronic records were downloaded and reviewed by a customer quality engineer. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their defibrillation tester would not recognize the defibrillation electrodes that were connected to their device. As a result, defibrillation therapy may have been unavailable or delayed, if it was needed. There was no patient use associated with the reported event.